Manufacturer narrative:
Investigation: we have been provided with (B)(4) reference sample. (B)(4) units were tested for engagement force with correct results. Several bd eclipse needles were assembled onto luer lock syringes and leakage test was performed with no abnormalities or issues observed. DHR/bhr review: our production and inspection records have established that all production and quality processes were carried out normally. No ncmr's. Needles were packed in machine (B)(4) (september 26-29th, 2017) during which (B)(4) visual inspections were carried out with zero defects noted. Needles were assembled in machines (B)(4) and comes from 2 batches: (B)(4): (september 26-29th, 2017) during which (B)(4) visual inspections were carried out with zero defects noted. (B)(4): (august 27-30th, 2017) during which (B)(4) visual inspections were carried out with zero defects noted. Research has not found issues or abnormalities during manufacturing of injected hub batches # (B)(4), in machine (B)(4) (april-september 2017). One qn (#(B)(4)) of damage not affecting functionality (injected hub batch #(B)(4)) was detected which would not affect whether or not the connection issue. Root cause: based on available information (needle was correctly assembled into syringe since a ¿click¿ sound was heard), device history file review was found in compliance with specification and since we have not been able to reproduce your failure mode with returned reference samples, root cause related to needle manufacturing is not possible to determinate at this time. Unconfirmed: bd was not able to duplicate or confirm the customer's indicated failure mode based on an evaluation of severity and frequency, it was determinated that no corrective action is required at this time.

Event description:
It was reported that while using a bd eclipse¿ needle to administer chemotherapy, the medication leaked from between the hub and the luer lock. There was no report of exposure, injury or medical interventions.